Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the liner and head were explanted and covered in bio-debris. Pictures were not provided of the screws. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the right hip arthroplasty without radiographic abnormality. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 4267 lot# 2709883 allofit-s alloclas shell 56/kk. Cat# 01.00013.511 lot# 2689452 dural alpha insert w rim kk/32. Cat# 01.01012.328 lot# 2693609 cocr head 32/+8 `xl`12/14. Cat# 01.00295.009 lot# 2724798 cls spotorno stem 125 9. Report source: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01020. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip arthroplasty that was subsequently revised approximately nine (9) years later due to the screw poking into psaoas muscle. Attempts have been made and no further information has been provided.